Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer states that drive support cap was sticking out and states that glue sticking out of the side. The customer¿s blood glucose level was 318mg/dl at the time of the incident. Customer advised to discontinue use of the pump and revert to back up plan per hcp instructions. Customer declined troubleshoot for insulin squiring out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address number label and cracked reservoir tube lip.